Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-oct-2022 to 24-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a smoke was detected from the medstation due to the moisture, rust, and precipitants under drawer 1.2 row, causing the row tray pcb to emit smoke. A field service engineer removed and replaced the row tray, row cable, drawer controller printed circuit board, and drawer module printed circuit board to resolve, no other thermal damage observed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system produced visible smoke. During device inspection, a field service engineer found there was defective row board tray, row board cable, drawer controller and drawer module. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that failed drawer and producing visible smoke. A field service engineer replaced the row board tray, row board cable, drawer controller and drawer module to resolve, no other thermal damage observed. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system produced visible smoke. During device inspection, a field service engineer found there was defective row board tray,row board cable,drawer controller and drawer module. There were no adverse events or injuries reported based on this event.